Manufacturer narrative:
(B)(4). Initial reporter - facility name is (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access administration set had a damaged roller clamp. The step of setup during which this was noticed was not specified, though it was before patient connection. There was no patient involvement. No additional information is available.